Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted distal pancreatectomy procedure, the surgeon was attempting to ligate vessels in relation to the aforementioned procedure. When the clip applier was fired a clip was dispensed but was malformed distally not providing adequate hemostasis. Another same device was opened and the same problem occurred. A different product opened and used without issue. Surgery was prolonged five minutes. There were no adverse consequences to the pt.